Event description:
It was reported that during use foreign matter "moisture" was discovered in tube with a bd vacutainer® c&s preservative urine tube. The following information was provided by the initial reporter: I noticed that the inside of the grey top had a bit of moisture which caused the powder inside to clump and not break down once filled with an actual urine specimen. I am not aware of any erroneous results because the tubes were pulled before we could use any.

Manufacturer narrative:
H.6. Investigation: upon evaluation of the customer returned samples and photos, the customer¿s product issue was observed during visual evaluation and inspection. The tubes appear to have additive that is a liquid consistency. This issue is known as a ¿melt back¿, this happens when the 300-batch unit tray that the tubes are in is not sitting directly on the shelf in the lypholization unit. They are then unable to freeze and be dried without contact to the shelf. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use foreign matter "moisture" was discovered in tube with a bd vacutainer® c&s preservative urine tube. The following information was provided by the initial reporter: I noticed that the inside of the grey top had a bit of moisture which caused the powder inside to clump and not break down once filled with an actual urine specimen. I am not aware of any erroneous results because the tubes were pulled before we could use any.